Event description:
During svc by baxter, failure code 570:320:844:0000 in the event history was found. According to the hosp rep there was no pt injury or med intervention reported. No additional info or contact was provided.